Event description:
The complaint was reported as: the customer alleges that the tubing is leaking. No report of a patient injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the batch number was not provided. The complaint cannot be confirmed with the information provided. In order to perform a proper investigation to determine a root cause and corrective action, it is necessary to evaluate the sample involved on the incident.